Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to an unlocked keypad connector on the lcd board. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 127mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).